Event description:
It was reported that the customer was hospitalized for dka. Prior to the event, the customer had hbgs during the day. It was verified that the programming and histories were accurate. In addition, the reservoir was placed correctly in the pump. Troubleshooting was done and the leadscrew did not rotate completely. At that time, the customer was advised that the pump needs to be replaced. The customer was instructed to revert to manual injections per md protocol.